Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Analysis confirmed the conductor coils are crushed at 170 ¿ 174 millimeters and the conductor coils are fractured at 170 millimeters. The damage is most likely due to clavicular crush.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out of range pacing impedance measurements. The lead was explanted and a new lead implanted without issue. There were no additional adverse patient effects reported. Additional information was received that the lead had a proximal fracture and the physician thought it was consistent with the action of shooting a shotgun as the patient had described.

Manufacturer narrative:
At this time this product has not been returned to boston scientific for analysis. This investigation will be updated should further information be provided.